Manufacturer narrative:
A visual examination of the returned device revealed the suture to be detached and not returned. The suture hole was torn halfway to the distal end of the push catheter. The guide catheter was stretched, buckled and broken. The guide catheter presented deep suture ligature marks. The stent was not returned for analysis.based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.a review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. The device history record review confirms that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.

Manufacturer narrative:
(B)(4):the device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown).during the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece.the procedure was successfully completed with another flexima exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima exchange biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.